Event description:
A patient reported 'blacking out' while using a fasttake meter. In 2001, patient blood glucose of 110mg/dl on ft meter at 17:35. Patient 'blacked out' 20 minutes later while driving and hit an embankment. A police report was filed for the accident. Patient was taken to hospital where patient was treated with an icepack for patient's head. No diabetic treatment has been administered by the hospital. No further information has been provided.